Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to the main board. However, the repair was declined. The device was returned unrepaired and labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.